Manufacturer narrative:
The freestyle test strip lot that is referenced in this MDR is associated with an on-going recall. The FDA was informed of the field action per 21cfr806 (recall number 2954323-02/07/14-001-r) and affected consignees were notified by letter beginning february 19, 2014. Adc has identified that all non-applied voltage legacy blood glucose meters (0mv) may produce erroneously low blood glucose readings in the parkes error grid c or d zone that could potentially affect clinical outcome when used in conjunction with freestyle test strip lot within expiry. This issue only occurs when freestyle or freestyle lite blood glucose test strips are used with freestyle, freestyle flash blood glucose meters and the freestyle blood glucose meter built into the omnipod insulin management system and freestyle navigator. Note: the test strip lot number is unknown; therefore, the device manufacturer date is unknown. The device manufacture date entered is the report date. Customer mentioned filing a voluntary medwatch to the FDA, however as of this date no notification of said report has been received. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving "abnormally low readings" on her freestyle meter. Customer reported she received third party treatment; however, it is unknown whether the reported third-party treatment was in any way related to the use of an adc device, or a pre-existing condition as the caller refused to answer questions regarding the reported event. There is no indication that an adc device contributed to a serious injury. There was no report of death or permanent impairment associated with this case.